Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the device was placed in the rca and upon deployment, no stent was seen. The device was removed from the patient with no issue. The stent was found in the protective sheath. Another vision was used with no problem. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen. The stent implant was returned dislodged from the sds. The stent implant was returned on the stylet and in the orange protective sheath. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were four kinks in the hypotube, 1.2 cm, 28 cm, 40 cm, and 51 cm proximal to the guide wire exit notch. There was a kink in the inner and outer member at 2.8 cm distal to the guide wire notch. There was no other damage noted to the sds. The stent implant outer diameters were measured using a laser micrometer and were found to be oversized. The inner diameter measurement of the flared end of the sheath was verified with a pin gauge. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the rx vision stent delivery system (sds) was placed in the rca and upon deployment it was noted that there was no stent implant crimped on the balloon. After removal of the sds from the patient, the stent implant was found inside the protective sheath. Quality assurance analysis confirmed that the stent implant was not on the balloon when received and was returned on the stylet and inside the protective sheath. If positive pressure is applied to the system, it can cause the balloon to slightly expand and partially deploy the stent. The stent would then become loose, facilitating stent dislodgement during removal of the protective sheath. The inner diameter of the flared end of the sheath was measured and within specification. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no blood visible on the sds; however, contrast was noted in the inflation lumen, the stent implant outer diameters were oversized and the balloon was loosely folded, which is consistent with the reported information that the device was prepared for use, inserted into the body and the balloon deployed. In this case, there does not appear to be a product quality issue. It should be noted that the instructions for use (IFU) states to inspect the device prior to use and to discard if any defects are noted. Also during the analysis, four kinks in the hypotube and a kink in the inner and outer member distal to the guide wire exit notch were noted. This damage was reported to have resulted from handling during the packing of the device for shipment back to abbott for evaluation. A review of the finished device lot history record did not reveal any non-conformities. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent implant placement and security. This MDR is considered closed by the product performance group.